Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reports during call that the battery pack has moved/turned a little bit in the back. Patient said they have had to fix this 3 times because of the loose skin. Patient has loose skin from losing a lot of weight so they know it has to do with that and has moved again. Pt states its been awhile and patient thinks the last time they fixed it was maybe (B)(6) 2020 or something like that and everything has been fine ever since. Patient also said they can tell it has moved since the last surgery date of this is unknown been several months. Patient could feel it poking them every once in a while but everything is still doing what it is supposed to. Patient mentioned they have tightened the skin and done everything. Last time they did it up higher and tightened the pocket area which made a big difference. Redirected caller: patient's hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.